Event description:
It was reported that the pump touch screen displayed messaging in a language other than the customer's selected language. The pump was reset in an attempt to resolve the issue but the issue reoccurred. The customer ultimately reverted to an alternate method for diabetes management. There was no adverse impact to customer¿s blood glucose level.